Manufacturer narrative:
The product was polluted by blood and was unable to be sent back.

Event description:
It was reported that during a surgical procedure at the user facility, the device can't product pressure. Blood was collected before the event occurred. The procedure was completed successfully with no clinically significant delay, no medical intervention, and no adverse consequences reported.